Manufacturer narrative:
The device was found to function properly during rewind, basic occlusion, and occlusion, prime, excessive no delivery and displacement test. However, the motor sound was found to be very noisy during rewind due to faulty motor. The device was received with cracked reservoir tube lip and cracked battery tube threads. The drive support dis was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call of issues with rising blood glucose levels. The customer states they changed sets and their levels continued to rise. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's current blood glucose level is 294mg/dl. The customer treated their high levels with pen. Troubleshoot was conducted. It was found that the drive support cap was protruded. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.